Event description:
The device extrudes through the skin. Due to failure of medical clearance from anesthesia the explantation surgery was cancelled and will be rescheduled.

Manufacturer narrative:
Additional information: according to the information received from the field explantation is planned due to an extrusion of the device through the skin. Explantation surgery was scheduled but had to be postponed due to failure of medical clearance from anesthesia.

Event description:
The device extrudes through the skin.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.